Event description:
It was reported that the external pulse generator would not turn off. It was also reported the battery must be removed to power down the unit. It was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator would not turn off. It was also reported the battery must be removed to power down the unit. It was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper and lower cases, ring cover, and battery drawer are broken. Battery release, side bail covers, and heart block are contaminated. The ring is bent.